Event description:
It was reported that during interrogation, the programmer did not complete two seconds of the test and directly canceled. The magnet was applied, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.